Event description:
Patient called to report on a recalled abbott libre 3 sensor. Patient stated one evening her sensor was alerting for low blood sugar, so she drank juice, however the device kept alerting for low blood sugar, so she kept drinking juice to bring it up. Patient stated the inaccurate low readings caused her blood sugar to rise over 300. She stated the readings for the libre 3 sensors have always seemed off to her.